Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The high/low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced hypoglycemia. The customer was unable to self-treat, requiring treatment of sugar by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed and all alarms were not presented for glucose values outside of the threshold range. The sensor was activated with a known good reader and signal and sound icons were observed as activated. Waited few minutes to ensure that there was no disruption in the bluetooth connection between the devices. Reader was connected to software to established bluetooth connection and isf (interstitial fluid) command was sent. First 5 ble packets were not successfully received. An extended investigation was performed. Visual inspection was performed on the returned reader and no physical damage was observed. A beeper and vibrate test was performed through the input of commands into approved software, and observed the audio and vibration both were functioning properly. Ble functionality test was performed by activating sensor with returned reader and signal and sound icons were shown as activated. Wait for few minutes and it was observed that there was no disruption in the ble connection between the devices. The reader was connected to computer and sent isf (interstitial fluid) command to the reader, and first 5 ble packets were received. The blc count and rssi values were present . The generation of 5 ble packets indicate that there is no high or low glucose alarm issue with the returned reader, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The high/low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced hypoglycemia. The customer was unable to self-treat, requiring treatment of sugar by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The high/low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced hypoglycemia. The customer was unable to self-treat, requiring treatment of sugar by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.